Event description:
It was reported that the speed increases on its own. A rotablator console unit increases rotational speed by itself. There was no patient involvement reported.

Event description:
It was reported that the speed increases on its own. A rotablator console unit increases rotational speed by itself. There was no patient involvement reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The rotablator and foot pedal were received in good condition. Functional testing revealed the foot pedal functioned properly, and readily activated/deactivated the rotation and switched the console between turbine and dynaglide modes. The console functioned properly, showing typical operational speeds. Inspection of the remainder of the device presented no damage or irregularities.